Event description:
It was reported that a clear renal sheath was used for transitional cell carcinoma (tcc) in the renal pelvis during a tumor resection procedure performed sometime in (B)(6) 2024. The patient developed a fever following the procedure. One day post-procedure, a positive urine culture confirmed a urinary tract infection (uti). The patient was treated with intravenous (IV) antibiotics and was admitted for four days. Per physician's assessment, the event of fever was serious, was not related to the device, and possibly related to the procedure. In addition, the event of uti was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 01, 2024, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2024, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of "urinary tract infection." Imdrf patient code e230101 captures the reportable event of "fever." Imdrf impact code f08 captures the reportable event of "4-day admission." Imdrf impact code f2303 captures the reportable event of "IV antibiotics."